Event description:
It was reported that the vns pt was found to be deceased due to unknown reason. The pt's date of death was found to be in (B) (6) 2006 per the death index. Further info revealed the pt had undergone vns replacement of the generator in 2003 due to suspected end of service. Moreover, the pt's lead was also replaced at the same time as the generator due to unk reason. Add'l info was received from the neurologist's office indicating the pt's chart was not available to further provide info, as it was located in off-site storage and staff was not available to retrieve the chart.